Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that stenosis and angina are listed in the promus everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that on (B)(6) 2010, a 3.0x28mm promus stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion and a 2.75x18mm promus stent was successfully implanted in the mid lad lesion. Reportedly, the two stents overlapped. The patient was discharged home the following day. On (B)(6) 2014, the patient experienced stable angina and a positive stress test was noted. On (B)(6) 2015, the patient was hospitalized. Reportedly, the 3.0x28mm promus stent had re-stenosed. An unspecified percutaneous coronary intervention (pci) was performed in the lad, target lesion. On (B)(6) 2015 the adverse event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.